Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported system error 322, which was reproduced during evaluation. A review of the event history log identified a single system error 322 message. Visual inspection found the cause was an out of adjustment lower link. The lower link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.